Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a no delivery alarm and a high blood glucose level of 600 mg/dl. Customer had the no delivery alarm on the pump last night. Customer changed the entire infusion set. Customer stated that his blood glucose was at 600 mg/dl because he was not getting any insulin. Customer declined troubleshooting for his high blood glucose. Customer's blood glucose was 235 mg/dl at the time of the incident. Customer stated that the alarm did not occur during manual prime. Customer reported that the event was resolved by a complete set change. Customer was sent a new infusion set and reservoir.